Manufacturer narrative:
Eval summary: no devices or photos were received; therefore, the condition of the components is unk. The packaging insert instructs the user to ensure the metal retaining ring freely rotates and that both tabs are positioned approx 2.5 mm apart in the slot window. The condition of the locking ring at the time of MFR is unk. The exact cause of the stuck locking ring cannot be determined at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.

Event description:
The locking ring appeared to be lodged in the cup, so after several minutes of attempting to free the locking ring, the decision was made to use a different device.